Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of four. The technical service representative (tsr) had the hp close all of the clamps, cycle the power and disconnect using aseptic technique and remove the cassette. During troubleshooting there were no issues found that could have caused or contributed to the reported condition. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.